Event description:
Surgical procedure to repair ventral incisional hernia. Infection appeared w/I one week of procedure. Use of several antibiotics, infection persisted. Second surgery of (B)(6), 2004, exploration of wound, removal of multiple infected sutures, debridement, drainage and packing of abscess. Infection continues, third surgery, recurrent suture abscess, recurrent supraumbilical hernia. A suture not removed during second surgery, it was removed at this time and infection went away. Ethicon nurolon sutures were used, post op reports - 1 and 2 - state ethicon vicryl and monocryl sutures. Ethicon denies responsibility and claims that all tainted products were returned. There is no date available for specific recall info. Antibiotics: cephalexin, amox. Tr-k, 875/25, levaquin 500, levaquin-IV -(B)(6), amox tr-k 875-125, levaquin 500, levaquin IV - (B)(6), amox tr-k 500, cephalexin 500.